Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 and the ligator head was analyzed. A visual examination noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. The ligator head found three bands present which were moved out of their original positions and the white band was found broken. It was also noticed that the ligator teeth were in good condition. The suture was attached to the crimp of the trip wire and there were six knots found. Additionally, it was possible to observe that the suture was likely cut by a sharp tool and a suture hole was noted to be in good condition, no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a speedband superview super 7 device on (B)(6) 2020. Investigation results showed that the ligator head was returned with three bands attached and were out of their original positions, indicating the potential for deployment failure. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.